Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user performed a blood glucose test with a reading of 416 mg/dl. She had no significant symptoms but out of concern for the high reading the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 250 mg/dl. No treatment was warranted and there was no reason to transport the end user to the ER because her blood glucose level was within normal range. No additional details were provided in regards to this medical event.